Event description:
After radiation therapy, a patient received 5 stiches after his scrotum got caught in the hip fix clip when attempting to get off of the table. Facility is going to start training future patients on the proper way to climb off of the table prior to therapy.